Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) had found that after the weekly auto reboot, the station was slow to update, booting slowly, and not communicating. The fse had worked with the customer to verify that information technology network communication was normal and then performed a manual reboot. After the reboot, the station had finished processing windows updates and resumed normal function. After a second reboot, the customer had verified that the station was working normally, and the fse had confirmed proper operation through remote support service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.